Event description:
Reported as "battery inoperable". As reported by the clinical support specialist: "they found the issue while doing their normal battery checks this morning. Original email: 'one of our iabp is not working off power. When plugged in it works but as soon as you disconnect from a power source the pump shuts down and makes a loud siren noise. Our clinical engineering department has no clue as to what to do with your pump. Please advise.' I had them check the circuit breaker and it is on. I had them attempt a couple of times to switch it on and off while unplugging. Regardless of being on or off, the pump would shut down with unplug from ac power. I had them print off the alarm history (appropriate messages with circuit breaker off) and the status tab for battery information. The battery icon was green and had the charging symbol when plugged in." No report of patient involvement.

Manufacturer narrative:
Qn#(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
Qn#(B)(4). The reported complaint of battery inoperative is confirmed based on the attached pictures. The pictures showed alarm strips which included 3 battery inoperative alarms. A field service representative replaced the battery. The product was not returned for investigation. The device history record (DHR) was reviewed with 3 relevant findings; however, the affected batteries were scrapped or returned to the vendor. The root cause of the complaint is undetermined. The reported complaint will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.

Event description:
Reported as "battery inoperable". As reported by the clinical support specialist: "they found the issue while doing their normal battery checks this morning. Original email: 'one of our iabp is not working off power. When plugged in it works but as soon as you disconnect from a power source the pump shuts down and makes a loud siren noise. Our clinical engineering department has no clue as to what to do with your pump. Please advise.' I had them check the circuit breaker and it is on. I had them attempt a couple of times to switch it on and off while unplugging. Regardless of being on or off, the pump would shut down with unplug from ac power. I had them print off the alarm history (appropriate messages with circuit breaker off) and the status tab for battery information. The battery icon was green and had the charging symbol when plugged in." No report of patient involvement.